Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure observed during analysis. Final analysis found insulation abrasion breaching the outer insulation at 8.3cm to 8.4cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.